Manufacturer narrative:
H6. Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. The 52 retention samples were visually inspected with no issues being identified. Further clinical testing could not be conducted as the tubes were expired at the time of review. Clinical evaluation cannot be conducted on expired tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml, the device experienced poor separation. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: customer is performing a study using the cpt tube, and two sites are reporting issues with the tubes not separating properly. Poor separation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml, the device experienced poor separation. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: customer is performing a study using the cpt tube, and two sites are reporting issues with the tubes not separating properly. Poor separation.